Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility there was red paint crumbling from the attachment. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.